Manufacturer narrative:
The method, result and conclusion code has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the medtronic repair lab reporting that the ins was never received. The ins was checked in incorrectly. The ins is still implanted.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Month and year valid. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). The recharging system stopped charging properly and the patient felt pain increase as no stimulation was delivered. No external factors were known. The recharging system did not work properly. No charge session could be attempted and the implantable device was discharged. No stimulation was delivered to spinal cord and the pain raised again. The recharging system was replaced. The issue was resolved at the time of report. No surgical intervention occurred, nor was planned. The patient was alive with no injury. Additional information was received reporting the ins was returned to the device manufacturer. It was unknown why the ins was explanted. The manufacture representative was not aware of the ins being explanted. Last that they knew was that the ins was working properly and implanted 7.5 years ago (approximately in (B)(6) 2012). No further complications were reported or anticipated.